Event description:
Pt on ventilator, loud sound eminated from inside device like a sandblaster. Pt was immediately manually ventilated. Unit repaired, output tubing for air regulator reconnected. Unit remanufactured 2800 hrs before by co.